Event description:
The pt's mother reported that the pt fell unconscious while at school. The pt was reportedly administered glucagon by paramedics and her pump was suspended. The pt's blood glucose level was tested with a result of 31 mg/dl by the paramedics before treatment was administered. The pt was taken to the emergency room where her blood glucose was tested with a result of "low" and the pt was diagnosed with hypoglycemia. An hcp lowered the pt's insulin delivery rates in her pump settings and discharged the pt wearing the pump with a blood glucose level of 118 mg/dl. The pt's mother noticed a battery compartment crack on the day the pt was taken to the emergency room but denies any power issues.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.